Manufacturer narrative:
Updated fields- d8, d9, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the scope communication error (b30) and no image occurred due a faulty socket and cracked front panel mouth. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source presented a b30 communication error. The issue occurred during inspection for use. There were no reports of patient involvement.